Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrointestinal. According to the reporter: using versaport bladeless optical trocar sleeve for long upper gi case. Trocar started leaking pneumo, replaced trocar to find seal had broken. The seal split whilst in situ, but there were no pieces which entered or left in patient cavity.